Event description:
Pt was being transported to md appointment in w/c van. While making a turn, the driver heard the pt yell, van was stopped. Upon inspection, chair (wheel) had snapped in two. This caused pt to hit head and c/o abdominal pain at seatbelt site. Pt sent to hosp. Diagnosed with contusion - rib.